Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Pump primed properly. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the esc button must be pressed harder to work. It was stated that there was rainbow effect on screen making difficult to saw screen in certain lighting, has had change batteries in less then 7 days, insulin pump rejecting new room temperature batteries, priming process taking longer to complete and also has grinding noise. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.